Event description:
It was reported that a leak occurred between the dialysate and a homechoice cassette; further described as the ¿connection part where the medicine was inserted¿. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. The sample was received without the overpouch. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed for pressure, self-test and priming, and no leaks were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.